Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000 was updated more than month ago with software version (B)(4) but the unit show alarm 401 "inspiration valve or device leaky". There was no patient involvement associated from this event.

Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was most likely blower driving hw on main board causing the failure. Failure starts to shows after start up from (B)(6) 2021. As a resolution initiated a warranty replacement for the main electronics and the blower.